Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited pacing problem indicated as dysfunction of the stimulating with spike ineffective. The ipg was explanted. No patient complications have been reported as a result of this event.